Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited unstable sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead exhibited a "command failure" and unstable thresholds. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.